Event description:
Clinical Information: CRD_1066 - Envision IDE Study, Patient Site (b)(6) - (b)(4). It was reported that on (b)(6) 2026, a 27mm Navitor Vision Valve was chosen for implant using a Large FlexNav Delivery System. A pre-implant balloon valvuloplasty was done with a 22mm non-Abbott balloon. The valve got partially re-sheathed 2 times due to the implant being too high, too low and non-uniform expansion. The final implant depth at non-coronary cusp (NCC) was 4.3mm and left coronary cusp (LCC) was 6.6mm. The patient developed a left bundle branch block (LBBB) during the procedure and was noted post deployment. The patient was hospitalized for monitoring. On (b)(6) 2026, the patient develop"[ed a second degree heart block and was Post discharge, the Holter monitor noted infrequent PCV's and PAC's. On (b)(6) 2026, a left anterior fascicular block was observed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.